Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure of cecum with terminal ileum, the surgeon connected the reload and the handle, but upon jaws opening and closing testing, the device jaw could not be opened. Then the surgeon disassembled the device, the jaw opened. They then used a new device to resolve the issue in order to complete the case. There was no patient injury.